Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the pre-dilated proximal left circumflex artery with one xience v stent. On (B)(6) 2011, the patient reported having had 5 to 6 months of exertional chest pain. An angiogram found 40 to 50% in-stent restenosis in the index stent. The patients condition resolved with medical treatment. There was no additional information provided.